Manufacturer narrative:
Complaint investigation report is attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noticed while advancing the enroute guidewire. The physician elected to place an unplanned additional stent to address the dissection.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noticed while advancing the enroute guidewire. The physician elected to place an unplanned additional stent to address the dissection.